Event description:
The patient reported that when her insulin infusion device vibrates, it is loud enough that her husband can hear it vibrate. She said that he has never been able to hear it before. She stated she thinks there is something wrong with the device from a previous time when she spilled an entire cartridge of insulin into the cartridge compartment. The patient stated she does not see any problems with the display nor any abnormal error messages. She stated the device is still beeping. The patient was educated on how to remove and reinsert cartridges. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.